Manufacturer narrative:
The investigation did confirm the problem. An occlusion was noted in the valve. The serial number of the valve was found. The lot number was cghctm and the product code was 82-3100. The valve was on position 110 mmh2o when returned. The valve was returned with a 90 cm long peritoneal catheter. The valve was tested for flow. An occlusion was noted during the flow test that uses light syringe pressure to establish if any occlusions are present. Therefore, a fine needle was inserted into the flow opening the valve inlet, under the ruby ball and its seat. The ruby ball was manually popped free from its stuck position using light force. Then the valve was tested for pressure. The valve successfully passed the pressure test. The peritoneal catheter was also tested for flow. No occlusions or any resistance to flow was noted. The valve was examined under microscope at appropriate magnification and it was dismantled. White debris was noted in the pressure control mechanism. It probably stuck the ruby ball on its seat. No other potential causes for the valve occlusion, was noted. Review of the history device records confirmed the valve conformed to the specifications when released to stock in 2006. The white debris was the likely root cause of the valve occlusion noted. Debris in the pressure control mechanism can cause the type of problem noted. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints.

Event description:
Affiliate reported that in the first surgery the valve was implanted into the patient's body. However, the surgeon found the drainage did not work as expected in the following check. Therefore, the second surgery was arranged.